Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. The screen was scratched. Event history log review found no related errors. Upon startup of the device the reported issue was encountered, caused by downstream occlusion (dso) sensor. The root cause of the reported issue could not be determined. Action(s) were taken to mitigate the reported issue: the dso sensor was replaced.

Event description:
It was reported that a pump had an nda (no disposable alarm) and a cassette detector sensor failure. No patient injury was reported.